Event description:
Complainant reports a patient with a mature stoma tract experienced leakage from both ports of his gastrostomy tube and the stoma site. She was taking her son to the hospital to have the tube replaced.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.